Manufacturer narrative:
Lot review: reported lot # 68-440-he (mfg date 10/2016) shows (B)(4) units were manufactured, tested, inspected and released in october 2016 citing no exception documents.

Event description:
Complaint received for one (1) list# 20124-01, 3 (76 cm) appx 3.2 ml, 20 drop admin set w/integrated clave® drip chamber, spiro; lot # 68-440-he. Report states, "the nurse was disconnecting the injector of the set from the port attached to the y site of the pump set and a drop of liquid was noted on the port when removed". There were no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did not record additional reports and investigations. Visual inspection: incorrectly reported as a 20124-0. Received two used cl3520; 40" (102 cm) appx 5.2 ml, admin set w/2 chemolock¿, 20 drop in-line drip chamber, bag hanger and mating accessory devices pump set & blue hub catheter (PICC) (no description returned of component returns) and three saline bags. One was connected at a y-site to a carefusion pump set. Functional testing: the entire fluid path, carefusion pump set and cl3520 secondary set were pressure leak tested and no leakage was observed at any location along the fluid path or at any of the connections. The chemolock and chemolock port were subsequently pressure tested. Both the chemolock and chemolock port passed positive pressure leak testing. The second cl3520 administration set was also pressure leak tested with no leakage observed. Final analysis summary: the complaint of chemolock and chemolock port leakage from the components assembled into the cl3520 administration sets were unable to be confirmed. The chemolock and chemolock port met positive pressure leak expectations outlined in the product performance specification. ICU medical will monitor and trend.

Event description:
Complaint received for one (1) cl3520 (initially reported as a 20124-01). Report states, "the nurse was disconnecting the injector of the set from the port attached to the y-site of the pump set and a drop of liquid was noted on the port when removed". There were no adverse patient consequences reported.